Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the suture in the pocket incision had come off. The patient noted serous discharge, erythema, and wound dehiscence at the incision site. It was also mentioned that the patient experienced worsening pain at the back. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing serous discharge, erythema and wound dehiscence at the midline incision site. The patient underwent multiple procedures to re-suture the site as it was not healing properly. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had a midline incision wound repair or suturing. The patient was doing well.

Event description:
A report was received that the patient was experiencing serous discharge, erythema and wound dehiscence at the midline incision site. The patient underwent multiple procedures to re-suture the site as it was not healing properly. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s surgical incision site never fully healed. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing serous discharge, erythema and wound dehiscence at the midline incision site. The patient underwent multiple procedures to re-suture the site as it was not healing properly. The patient will undergo an explant procedure.